Event description:
The user facility reported the patient had an attempted impella 5.5 implant and during the implant, they had difficulty advancing the wire in the ascending aorta. Staff attempted through the left femoral artery and this was unsuccessful. The implant was aborted and an axillary artery dissection was suspected. The only impella product used was the introducer, the guidewire used was not an abiomed product. The patient outcome was unknown.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Missing details: a.1, a2, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.

Manufacturer narrative:
The investigation of delivery issues and vascular damage - peripheral vessel has been completed. Only short 23fr x 6cm introducer and guidewire was returned for investigation. Data log was not required for this case run. The returned guidewire was not being used. And no damage was noted on short 23fr x 6cm introducer. The cause of the delivery issue was most likely patient condition related to challenging anatomy. The cause of the vascular damage issue was not determined since sufficient clinical information was not provided. G1 reporting contact facility name and address was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27082.